Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(6) was documented and investigated under (B)(4). The device was returned to a regional service center (rsc) for evaluation. The rsc also experienced the reported complaint of a no / n2 system leak during testing. Further investigation of the device found the leak was due to a shutoff valve failure. As a result, the shutoff valve was replaced, and the device passed all subsequent leak testing. The root cause for the no / n2 system leak was most likely due to a shutoff valve failure. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in the united states contacted keenova on (B)(6) 2026 to report they experienced a no / n2 system leak with their inomax dsir plus device while performing a pre-use checkout procedure. There was no report of patient harm associated with this event. The complaint device was returned for investigation. An internal employee performed a service order review for inomax dsir (B)(6). Review of the service order determined that the no / n2 system leak was caused by a shutoff valve failure. As a result, these service order findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the incident.